Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported symptom of constant upstream occlusion alarms through history log but was unable to reproduce the alarms during eval. Review of history log shows multiple events of upstream occlusion errors. Upstream occlusion tests were performed with the unit passing. The unit was recalibrated during repair process to ensure continued accurate occlusion detection.

Event description:
It was reported that a pump has constant upstream occlusion alarms. It was also reported there was no pt injury.